Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of 500 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the cause for the reported issue was due to an incomplete bolus alert intermittently occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts. Reportedly, the customer reverted to manual injections of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.